Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.0 device. Approximately 226 hours into support, the pump stopped. Troubleshooting was performed in an attempt to restart the device, to no avail. The pump was removed and a thrombus was noted on the outflow cage. The patient remained in stable condition.

Manufacturer narrative:
Although the device was discarded, data logs were reviewed and a pump stop was confirmed followed by an elevated motor current spike. Evidence suggests the root cause of the pump stop was due to an open line in all 3 motor phases, which happened dueto aggressive patient movement.